Event description:
It was reported that the bd ultra fine¿ pen needle failed to deliver medication during the injection. The following information was provided by the initial reporter: "consumer reported needle clog during injection."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/24/2021. H.6. Investigation: customer returned (1) used 32gx4mm bd pen needle without a tear drop label or cannula shield attached. Consumer reported needle clog during injection. The returned sample was examined, and it was observed that the non-patient end (npe) cannula was broken. The broken npe cannula would be the cause for no flow through the pen needle, hence, the customer would think the pen needle was clogged (as reported). Since the sample was returned after use, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause for this issue is user related. The npe cannula was broken due to improper handling of the pen needle by the user.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle failed to deliver medication during the injection. The following information was provided by the initial reporter: "consumer reported needle clog during injection."